Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the customer initially reported the device would be returning, subsequent information indicates the device is not returning. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was pulled for removal, the suture would not come out. The device was removed and a second proglide device was attempted but when the needle plunger was pulled for removal, the suture detached from the cuffs/needles. Manual compression was applied to achieve hemostasis. Further inspection of the first proglide device revealed a portion of the foot was broken off. The location of the detached component is unknown. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. Device #1 proglide is being filed under a separate manufacturer report number.